Event description:
Reference number (B)(4) event occurred in egypt. It was reported that the patient experienced high blood glucose event of 321 mg/dl on the second day after insertion in the lower back on (B)(6) 2026. The patient received treatment with insulin by pen. The event lasted for three to four hours and subsequently resolved. The cause of the event was not known. No further information is available.